Manufacturer narrative:
Device available for evaluation: product ID: neu_unknown_lead, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Temporary high impedances were reported. It was reported that during an scs implant procedure on a spinal cord injury patient. The 565 lead was placed and the intellis was connected. The rep had taken connectivity tests on the tablet more than once and they were all green.  When the device was placed in the pocket and was sutured, one of the electrodes on the connectivity test now showed red ( I think they said it was contact #4, but not completely sure).   They took an impedance measurement with the lead and they said electrode #7 said either red or investigate (not sure which).  Hcp was asked that the 565 lead electrodes are remapped, so that the contact numbers on the device don¿t match with the electrode numbers on the lead, but didn¿t know for sure if 4 mapped to 7.  They had already opened the pocket back up and manipulated the lead some where it was connected with the ins, then it was all green again. They tried moving the lead body entering the ins to repeat the single high reading on the electrode,  but it stayed green. It was suggested that they try turning stim on with an amplitude for the electrodes in question, as if they are open then there would be an out of reg warning on the amplitude. They programmed it and turned it up over 2 ma and didn¿t get an oor so the connection was good.  They implanted the device and all was good after the procedure.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the high impedances was unknown. It was not believed to be from any activity after the procedure. The manipulation of the lead solved the issue during the procedure but the root cause was not clear.